Event description:
It was reported that there was an issue with the plunger. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual inspection observed that the top and bottom cases are in excellent condition. There was a cracked right and left plunger case and no visible contamination. During power up process, syringe testing and also using biomed diagnostics monitor syringe plunger sensor, the reported problem was duplicated. The root cause of the reported issue was found to be the plunger head mount. Dowel pin came out of plunger head mount caused by a design issue. Replaced plunger head mount and dowel pin. Performed calibration on the pump and passed all the functional tests.